Event description:
The journal article (case report) from australia, "carcinoma of esophagus after adjustable gastric banding" by dr. Kylie l. Snook and dr. James d. Ritchie, keyhole surgery centre and royal north shore hospital, sydney, published in "obesity surgery, 2003" 800-802, through fd-communications inc., reported a series of events over a time frame of 10 years. The reported alleged events were for the same patient but captured in three files based on the different serial numbers of the devices. This file was created to capture the reported alleged event of: "the access port was found to be leaking and was replaced. Port was replaced in 2000."

Manufacturer narrative:
Strain relief. Medwatch sent to FDA on: 11/05/2008. The product associated with this report has not been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a strain relief. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."